Event description:
It was reported that patient experienced pain as described shooting, burning, constant, throbbing, numbing, and aching. The patients pain caused to weight gain, depression and anxiety. The patient was provided pain injection which improved the pain.

Manufacturer narrative:
Date of event: exact date unknown, event several years from the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient experienced pain as described shooting, burning, constant, throbbing, numbing, and aching. The patients pain caused to weight gain, depression and anxiety. The patient was provided pain injection which improved the pain. Additional information was received that patient experienced inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.